Manufacturer narrative:
The reported problem was confirmed. The motor shaft extension had loosened and cracked and did not turn the cartridge.

Event description:
Non-delivery reported. The pump was set to infuse a tpn/lipids solution at 2500ml over 12 hours with a 1 hr taper up and a 1 hr taper down cycle. The pump has been used by this homecare pt since last august/september. Pt reported that on this occasion, pump sounded like it was infusing and running icon was present, but nothing delivered and no alarms sounded. He received a replacement pump after an approx 2 hour time delay. There were no adverse effects to pt. No further info was available.